Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed, and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during and unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another one to continue. There was no report on patient injury.